Event description:
Sometime after implant surgery, the pt reportedly was seen by the implant surgeon (date not given) due to swelling at the implant site. The surgeon reportedly treated the pt for infection (etiology unknown) with antibiotics. The pt's family members reportedly did not follow-up with the surgeon for some time. In 2004, the pt reportedly was seen by the surgeon who observed that the swelling had become worst since last appointment. The surgeon drained some of the fluid from the implant site and had it analyzed. Results verified that the fluid was spinal fluid. The next day the surgeon reportedly performed revision surgery to repair the csf leak. The device remains implanted.